Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-8216-70 (B)(4) model description:artisan 2x8 paddle lead (lim), 70 cm the explanted devices were not returned to bsn because they were discarded by the medical facility.

Event description:
A report was received that the patient underwent an explant as the stimulation made her legs feel weak. The device was working properly and providing stimulation. The physician does not know if the weakness was device related.